Event description:
Material: 305106; batch#: 3209277. It was reported by the customer that inability to prime and/or fluid squirts out from the side of the needle. Verbatim: rcc received a complaint via email. Email(s) attached. We encounter with this issue ¿ inability to prime and/or fluid squirts out from the side of the needle. Another lot number to add is ¿ 3209277.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(6) follow up for device evaluation. It was reported the needle could not be primed. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then assembled to a syringe with saline solution for a functional test. The solution expelled with a normal flow. A device history record review was completed for provided material number 305106, lot 3209277. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.